Event description:
In 2007 I wanted implants. After having four daughters, one breast was more than the other and I wanted to feel normal or I could say more of a woman. Never thought I would end up where I'm right now, been missed diagnosed with memory loss, anxiety, depression, and sleep apnea, insomnia, fatigue, planter fasciitis, shortness of breath, in and out of emergency rooms and have seen several different drs throughout the decade. I recently contacted mentor to do a claim, I noticed my implants ruptured so I went to the hospital again, and my plastic surgeon who is about to retire in (B)(6) 2019 says to start with your primary care. Wow, now where do I go from here, I don't even know the answers to what. My implants toxic bags have ruined my mental, physical, autoimmune system. I feel like I'm going to die in my sleep. I have been in and out of emergency rooms, several drs, specialist and pain mgmt. I'm (B)(6), my breathing is worse, my hair loss and vision. FDA safety report ID# (B)(4).